Event description:
Customer reports one incident of a blood leak on use #21 during pt treatment. Noted by a blood leak alarm and confirmed by hemastix. Estimated blood loss was 200 cc's. No pt injury or medical intervention reported.